Event description:
The valve of the introducer is mismatched at the end of the catheter. Important bleeding. The procedure lasted longer. Pt injury to be confirmed. This event was determined to be reportable due to info received from device eval on (B)(4).

Manufacturer narrative:
(B)(4) - blood loss is not listed in the instructions for use. (B)(4) - failure of valve is not listed in the instructions for use. This event was determined to be reportable due to info received from the device eval on (B)(4) 2012. A visual examination noted the check-flo assembly was missing from the proximal end of the complaint sheath. Qc (qc) in-process inspection performs an air pressure test on 100% of each order received. Qc check-flo introducer, in-process and final inspection inspects 100% inspection by confirming correct proximal check-flo assembly. Disc must be correctly positioned in check-flo cap, assembly must be clean and free of debris, and they confirm check-flo fittings are fully snapped and secure. This incident may have occurred as a result of two separate scenarios. This type of damage may occur if, during the MFR process, the disc is not properly seated into the hub. As a result, the disc may dislodge during the attempt to advance another device through the check-flo disc. The second possibility for this type of damage to occur may result if a blunt device is forced through the hub, dislodging the disk. It was reported the procedure lasted longer and pt injury has not been confirmed. A risk analysis (ra) was used to evaluate the associated risk. A visual examination noted the check-flo assembly was missing from the proximal end of the complaint sheath. The appropriate personnel have been notified and we will continue to monitor for similar complaints.